Manufacturer narrative:
Date rec'd by MFR: 01apr2019. MFR site correction. Device evaluated by MFR, patient and device codes. The manufacturer's international service technician reported that the touchscreen was functioning when the nav-ring issue was encountered. The manufacturer's international service technician confirmed the reported nav-ring issue. The manufacturer's international service technician replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05mar2019. Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a defective nav-ring. There was no patient involvement. Event date not specified; estimate used.